Event description:
It was reported that during a photoselective vaporization of the prostate procedure, two fibers stopped working. One stopped working after 27 minutes and the second stopped working after 11 minutes. A third fiber was used to complete the procedure. There were no patient complications. The fiber was returned and analysis identified a distal circumferential fracture. The potential for forward firing exists. This report is for the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.